Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Blood/body fluid was noted in the lumen and in the tip opening. During wire insertion test, the lead passed through with a slight resistance felt at the tip. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the stylet was unable to pass through the lead tip. A clot was observed coming out of the tip and the physician could not flush properly. The lead was never in service. No adverse patient effects reported.